Manufacturer narrative:
Based on additional review of file, device code c62819 also pertains to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product: ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, via manufacturer representative, regarding patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was in seeing provider, on the date of the report. Reprogramming was performed because loss of stimulation on right side into leg was reported. Rep ran impedance check and found >10000 ohms on electrodes 11 & 12. Patient was reprogrammed off and achieved good stimulation in right leg where needed. Patient was getting bilateral equal lower extremity stimulation where needed post reprogramming. Patient admits to falling 2 x out of bath tub and fell in kitchen several times at unknown dates not related to stimulator. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.